Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
End user advised left and right wheel locks need to be tightened up. End user advised has been loose for a long time.